Event description:
It was reported that during a device upgrade procedure the physician wanted to attempt to obtain better thresholds in the chronic atrial lead. It was further reported that the physician believed the elevated thresholds were possibly due to amiodarone use. Repositioning attempts were made, however a suitable position was unable to be obtained due to the lead was healed into the vessel. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).